Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that her insulin pump alarmed motor error during bolus. Troubleshooting was performed. The customer stated that she was able to rewind the device. Ran a displacement test and the device failed the test. The insulin pump continued alarming motor error alarm. No further info was provided.